Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos were provided for evaluation. One photo shows a syringe upside down. It is clean like it has not been used. It has no scale marking. The other photo shows a syringe with spots of red solution over the stopper and up to the barrel flange. Failure mode is verified. (These are the same photos provided on the complaints (B)(4)). Missing scale marking occurred during the assembly printing process. Root cause for the leakage could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: a device history record review could not be completed as no batch number was provided. Root cause description: missing scale marking occurred during the assembly printing process. Root cause for the leakage could not be determined. Rationale: n/a.

Event description:
It was reported that during use of the bd 60ml syringe luer-lok¿ tip the solution leaked out into the body of the syringe.